Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced blood glucose of 35 mg/dl. Customer¿s current blood glucose was 267 mg/dl. The customer reported that the other blood glucose level was 279 mg/dl. The customer treated with the food. Troubleshooting was declined to a low blood glucose level and high blood glucose level. The insulin pump will not be returned for analysis.